Event description:
Boston scientific received information that, during the implant procedure, this right atrial (ra) lead got stuck in the chordae tendineae. The lead was unable to be removed, so had to be surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.